Event description:
A (B)(6), male, pt, called zoll customer support to report bent pins in the electrode belt connector. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (bent connector pins) has been confirmed. Upon eval, the trunk cable connector had bent pins. The root cause of the damaged connector pins could not be positively identified, but was likely excessive force. No adverse event resulted from the bent trunk connector pins. The pt received a replacement electrode belt.